Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jw9t explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient commented on the lack of knowledge of the technicians in (B)(6) had and stated that they themselves had to read their own x-rays in the past to check placement and if wire cracking was possible and provided the scans to their managing healthcare provider (hcp ) because the techs wouldn't have known to catch anything. The patient asked patient services to confirm their ins serial number and patient services reviewed registration information with the patient but noted to the patient they saw that that a lead was replaced in (B)(6) 2024 and asked if that was what they were referring to when they mentioned looking for 'wire cracking' in their x-ray. The patient stated the procedure had been a revision because they got injured at work. The patient further explained that on (B)(6) 2024, their coworker slammed a supply cart straight into their implant so the patient had to go to the ER but they hadn't been able to see anything at the ER because the patient had been really swollen. They said they ended up going to see their doctor on (B)(6) 2024 and the doctor confirmed the lead had been pushed in and they tried "a couple of different sti mulation treatments/changing I guess for a couple of weeks" to see if the patient had any relief and to see how much the patient was catheterizing. The patient said, "we did a few things" and said that the manufacturer representatives (reps) would call them because the patient lived in north carolina and the doctor was based in (B)(6). The patient said they "went through a couple of weeks worth" but ultimately, they decided to do the revision procedure in (B)(6) 2024. The patient stated that their ins stayed in their left buttock and the lead wire was moved over to the patient's right side during that procedure. The patient then said that the therapy had saved their life and that yes, they'd had "a couple surgeries, a couple revisions" but ultimately, they were very grateful to be a patient of the manufacturer and the manufacturer representatives had been over the top with kindness and efficiency. Documented the reported event. No further action was taken by patient services.